Event description:
It was reported that the device reached the elective replacement time 3 weeks after implant. The patient contacted the physician due to device alarms sounding. Upon sending a remote transmission it was determined that the device had reached the elective replacement indicator. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Reference number (B)(4). Evaluation summary: (B)(4) the device was returned and analyzed. A high current drain condition was confirmed. However, the failure cleared during the analysis and was not able to be re-established. The device continued to perform nominally at elevated temperature testing and following temperature cycle stressing. The hybrid passed all available diagnostic system testing. No anomalies were observed during x-ray analysis. Performance data collected from the device was analyzed. Battery depletion indicated/eri. Time of rrt in save to disk on (B)(4) 2012 device rrt <=2.6251 volt. Further analysis is in progress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Reference number (B)(4). Evaluation summary: (B)(4) the device was returned and analyzed. A high current drain condition was confirmed. However, the failure cleared during the analysis and was not able to be re-established. The device continued to perform nominally at elevated temperature testing and following temperature cycle stressing. The hybrid passed all available diagnostic system testing. No anomalies were observed during x-ray analysis. Performance data collected from the device was analyzed. Battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2012, device rrt <=2.6251 volt. Further analysis is in progress.